Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material resembling black rubber mixed with plastic fibers from a brush clogged in the nozzle. In addition to the reportable malfunction, the following were noted: due to damage on the upward/downward angulation control knob and a crack on the scope body, water tightness was lost; due to clogging of the nozzle, air and water supply volumes did not meet the standard value; due to wear of the angle wire, the play of the upward/downward and right/left angulation control knobs were out of the standard value; the adhesive around the objective lens had discoloration; the adhesive on the bending section cover was detached. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, all channels were flushed with cleaning solution, water, and air. All channels were wiped/brushed and the exterior surfaces were cleaned during reprocessing. The automated endoscope reprocessor (aer) used was and endothermo disinfector (etd) 3 with olympus detergent and disinfectant. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had an air/water channel clogged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material resembling black rubber mixed with plastic fibers from a brush clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the customer¿s response, sekusept aktiv 0,5% was used during cleaning and disinfecting of the scope. Also, standard drying was performed in reference to the washing program. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it's likely the cause is related to improper reprocessing due to leakage occurring from the u/d angulation control knob and a-body. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.